Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant. During procedure, the left ventricular lead had a buildup of heme, rendering it unable to be steered. The lead was removed and a new lead was used to complete the procedure. The patient was stable.